Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, over 21). According to the complainant, approximately five minutes into the procedure, a fluid loss alarm (rate of loss unknown) occurred. It was noted that the tubing, right at the base where it connects, contained a small crack and fluid was leaking. Follow up information received on 08/30/2009 confirmed that the exact location of the leak was where the tubing from the reservoir connects to the heating canister. The leak was treated with gauze, the procedure was completed with this device and there were no patient complications as a result of this event.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The suspect device has been returned, but has not yet been evaluated; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).